Event description:
It was reported that the patients paddle spinal cord stimulator (scs) lead had migrated. It was noted that the patient was not getting an adequate pain relief and was getting stimulation in non-target areas. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.